Event description:
It was reported the patient's blood glucose level rose over 300mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly fell off the infusion site (abdomen), causing the cannula to dislodge and leak insulin. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported dislodged cannula. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed and adhesive pad fully attached to the bottom housing. No damages or defects were observed that would result in the soft cannula dislodging. The cause of the reported dislodging event could not be conclusively determined. The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was found to be damaged. It could not be determined when or how this damage occurred. A leak test was conducted successfully. A leak was observed. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. It could not be determined if the observed cannula damage contributed to the reported leaking during wear event.